Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The connector was physically pulled from the pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor intermittently failed incoming functionality testing. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective component was isolated to the physical damage to the trunk cable. No adverse event resulted from the defective monitor. Device manufacture date: electrode belt sn (B)(4): 7/2/2015. Monitor sn (B)(4): 2/4/2015.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the device displayed a service code 204 (monitor/belt unusable).